Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using the penumbra system 3max reperfusion catheter. A 5max ace catheter was delivered with a 3max catheter inside it coaxially. A synchro standard wire was used through the 3max catheter. The 3max was positioned in the m2 branch of the mca territory as an anchor to track up the ace catheter. Upon removal of the 3max catheter, it was noted that the tip had broken off in the m2 vessel. The ace catheter was removed and several attempts were made over a 2-3 hour period to remove the broken 3max catheter tip. It was successfully removed with a merci clot retrieval device. Primary stroke treatment was abandoned as the patient extended beyond the 8 hour window.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation as it is being held by risk management. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. On (B)(4) 2014, the manufacturer received (B)(4). Device is being held by risk management.